Event description:
Healthcare professional reported injecting a patient in the marionette lines and prejowl sulcus with 1 syringe of juvéderm® voluma¿ xc. A month later, the patient was injected in the marionette lines and prejowl sulcus with 1 syringe of juvéderm® ultra plus xc. A month later, the patient was injected in the marionette lines and prejowl sulcus with 2 syringes of juvéderm® ultra xc. That day, the patient reported a ¿fever blister¿ inside their nostril and was treated that day with valtrex t gm tt onset then bid. Five days later, the patient was examined where a ¿large cyst¿ was noted inside right nostril with ¿redness and erythema, yellowish green drainage extrudate.¿ the patient was treated that day with hylenex 2 ml and asa 81 mg. Three days later, the patient was treated with keflex 500 mg bid #28. The event resolved a week later. This emdr is being submitted for first suspect product, juvéderm® voluma¿ xc.

Event description:
Healthcare professional reported, injecting a patient in the marionette lines and prejowl sulcus with 1 syringe of juvéderm® voluma¿ xc. A month later, the patient was injected in the marionette lines and prejowl sulcus with 1 syringe of juvéderm® ultra plus xc. A month later, the patient was injected in the marionette lines and prejowl sulcus with 2 syringes of juvéderm® ultra xc. That day, the patient reported, a ¿fever blister¿ inside their nostril and was treated, that day with valtrex t gm tt onset then bid. Five days later, the patient was examined where a ¿large cyst¿ was noted, inside right nostril with ¿redness and erythema, yellowish green drainage extrudate¿. The patient was treated, that day with hylenex 2 ml and asa 81 mg. Three days later, the patient was treated with keflex 500 mg bid #28. The event resolved a week later. This emdr is being submitted for first suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. :type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.